Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed an error. The customer stated that insulin was "squirting" out during the manual prime process. The blood glucose reading was reached as high as 496 mg/dl. The customer went to his doctor to reprogram the device a few days later. He stated that insulin continued to drip after the motor stopped during the manual prime. The blood glucose reading at the time of the issue was 110 mg/dl. He advised that this occurred with one infusion set, but it did not recur on a different infusion set thereafter. He was advised that the insulin pump be replaced. He was advised that there may have been a possible issue of blocked vents in the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-41455, please see medwatch report # 3004209178-2015-41459.